Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) was 22mmol/l with 5% ketones, moderate urination and tightness in the chest. The patient believed that the bg was high because the pump was suspended, however, the pump was only suspended for one minute today. The patient stated that the pump was alerting that it was on suspend. The patient was shown how to unsuspend. The patient stated that they never put the pump on suspend. The patient denied damage to the keypad or buttons. The pump suspending malfunction is not being reported because the alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/18/2014 with the following findings: the last suspend recorded in the suspend history was on (B)(6) 2013 at 14:48; resume time was 14:49. Review of the total daily dose add up correctly and reflect the users programmed basal rate. Only typical alarms observed in the alarm history. Pump powers on with audible and vibratory features. A rewind, load and prime sequence were performed with no issues. The pump was exercised for a 24 hour duration period; no self suspending occurred during this time period. The keypad is fully intact. No hypersensitive keys were observed on keypad. The pump passed a delivery accuracy test. Pump found to be operating within required range and delivering accurately. No alarms occurred during testing. Unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.